Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system was evaluated for a lead migration. A lead revision was completed.

Manufacturer narrative:
The lead is not available for analysis. Without the return of the device, it is not possible to reach a definitive root cause of the lead migration. The evoke scs system surgical guide lists potential risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes" and continues by stating, "the patient may require surgery (including revision, explant, and replacement)" as a result of these risks.